Manufacturer narrative:
B4:19may2021. There was no patient involvement. The philips authorized service personnel confirmed the issue and replaced the touchscreen to resolve the issue. The device fully met specifications after the repair was completed and returned to use.

Manufacturer narrative:
It is unknown if the device was in use on a patient when the incident occurred. The customer was unable to provide additional contextual information. There was no report of patient or user harm, and no impact to the patient was reported.

Event description:
It was reported to philips that the touchscreen is not working and has calibrated it a few times. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance.